Event description:
The piggyback antibiotics were flowing into the primary IV, even when the pump was turned off. The back flow valve was failing. It was resolved when the IV tubing was replaced with another new tubing.